Manufacturer narrative:
The husband reported that after he inserted the foley catheter, the balloon burst. We made several attempts to contact the husband to gather details pertaining to the incident but received no response from him. We have not been made aware of any injury resulting from this incident. No sample was returned for evaluation. The amount of fluid used to inflate the balloon is not known. We have not confirmed the issue or identified a root cause.

Event description:
The foley catheter balloon burst.